Event description:
It was reported during a sigmoidectomy procedure, the staples at the proximal part were protruded. Could not fire completely and staples were unformed when replaced the cartridge. Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.